Event description:
The event is reported as: complaint alleges: during surgery the clip broke during installation. Another clip was successfully used. No pt injury reported.

Manufacturer narrative:
Device sample has not been returned to manufacturer in time for this report. Investigation is incomplete. A follow-up investigation report will be sent when completed.